Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 1 year of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left with the surgeon and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 0215-0034pg) reworked due to a documentation error. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the device loosening was reported as lack of bone in-growth. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the baseplate loosening. The surgeon indicated no in-growth was achieved with the baseplate, and the 1 5.0mm locking screw broke. There was severe superior tilt to the baseplate / glenoid head.